Event description:
A sic disposable inner cannula was said to be occluded with a clear plastic material, and was used on a pt. The pt reportedly experienced a hypoxic injury, and was transported to the ICU. The pt expired several days later. The cause of death has not been determined.